Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The allegations were confirmed basing on the observations of a twist in the lead body approximately 260 and 270 milli meters from the terminal end.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. In addition, the patient twiddled the lead back into the pulse generator pocket area. This rv lead was replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to dislodgement. In addition, the patient twiddled the lead back into the pulse generator pocket area. This rv lead was replaced with the same model. No additional adverse patient effects were reported.